Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. The cse found the pick and place positions were off. The cse re-taught the positions, saved locations, rebooted the line and tested. The cause of the dropped tube was due to the pick and place positions being off. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A sample tube tested for a chemistry panel was dropped by the advia labcell automation system. There were no broken tubes; however, the operator could not locate the tube, resulting in a delay. The tube was eventually located and the patient did not need to be redrawn. There are no reports of patient intervention or adverse health consequences due to the dropped tube.